Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for routing follow-up. Upon device interrogation, it was noted that the atrial lead exhibited loss of capture and it was not appropriately sensing the atrium; lead dislodgement was suspected. During pocket revision chest x-ray confirmed the lead was dislodged. The physician explanted and replaced the lead. The patient was in stable condition.